Event description:
The complainant reported that the automated impella controller (aic) would not boot up at startup. The aic was exchanged. There was no harm to the patient.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) ¿ shutdown or restart issue has been completed. The logs from the console confirm that the system self check failure alarm was issued. Inspection of the power battery manager (pbm) under a digital microscope confirmed that the corrosion of copper traces in vicinity of super capacitors. The lcd screen of the battery indicated it was depleted leading to battery lockout which unrelated to the complaint. The root cause of the system self check failure was contamination of pbm through supercapacitor electrolyte leakage leading to pbm corrosion. The battery probably got depleted due to leaving it not plugged in to ac. D2 common device name revised on manufacturer device report 1220648-2024-15419 in accordance with updated procedures. E2/e3 revised on manufacturer device report in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2024-15419 in accordance with updated procedures. H5 labeled for single use revised on manufacturer device report 1220648-2024-15419 as automated impella controller is not labeled for single use. H8 usage of device revised on manufacturer device report 1220648-2024-15419 as automated impella controller is not labeled for single use.